Manufacturer narrative:
(B) (4).

Event description:
It was reported that the distal end of the carrier broke off into the pt's neck area when the extension was being pulled through. The doctor tried to locate the piece of carrier and remove it, but couldn't locate it. It was suggested that fluoroscopy be performed to see if the carrier piece could be located, but the doctor did not want to use fluoroscopy and decided to leave the piece of carrier inside the pt's body.